Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, before use on a patient, it was observed that the oscillating saw attachment device did not work. It was not report if there were delays to the surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.